Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced sustained hyperglycemia around 400 mg/dl for a few hours despite a single insulin dose, with small ketones noted, followed later by a decrease to 71 mg/dl that was treated with oral glucose and then stabilized in the 80s. Symptoms included hyperglycemia and subsequent hypoglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient disruption to glycemic control without hospitalization or professional medical intervention. Investigation included complaint handling, user education on troubleshooting, and guidance to contact the healthcare provider for an action plan and to change supplies if delivery was suspect. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear. It was concluded that the event was clinically significant hyperglycemia followed by hypoglycemia of unclear cause, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.